Event description:
During a device replacement procedure due to normal eri, a high capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imagining was performed and confirmed a dislodgement of the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable.